Event description:
It was reported, that this patient with an implantable cardioverter defibrillator (ico). Received inappropriate anti-tachycardia pacing (atp) therapy and shocks, due to sensing from the right atrial (ra) channel. Additionally, it was noted, there was a stored signal artifact monitoring (sam) episode, due to high out of range (ra) pacing impedances measuring greater than 3000 ohms. Technical services noted, the ra lead is turned off. At this time, the device and ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).